Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was not sure if the device was right for them. The caller reported that the patient was having issues with their bladder and with fecal incontinence. The patient was reportedly having fecal incontinence every day since implant and the caller reported that the patient had already tried to increase stimulation from 2.3 to 2.7, but had not tried all the programs yet. The caller indicated that the patient's healthcare provider (hcp) did not want the patient do change settings for about a month and that the patient was taking colestipol for fecal incontinence and oxybutynin for their bladder. The medications were helping with the patient's bladder, but the patient had leakage and was "really loose" the last two days for bladder. The patient was advised to follow-up with their hcp regarding their symptoms. The caller finally noted that the patient had a hard time recovering from anesthesia for about a week after implant. The patient was also reported to be feeling sick and having a head cold. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.